Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days (11oct2022, 14oct2022 per timestamp). Events captured on 14oct2022 took placed in the testing labs at abbott. The driveline was disconnected on 11oct2022 at 10:59:46 and the controller was shut down at 11:00:23. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The controller was opened to inspect the condition of the interior and extensive fluid ingress was found on the backup battery and on the entirety of the interior. The power cables were cut open to inspect the condition of the underlying layers and fluid ingress was found. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon inspection of the patient's system controller prior to a routine emergency backup battery (ebb) change, a green liquid was around the battery and involved the display screen. The log file did not capture any ebb fault alarms. The ventricular assist device (vad) was functioning as intended. The system controller was replaced as it was reported that the liquid was invasive within the system controller. The patient was asymptomatic post system controller exchange and tolerated the exchange without any events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.